Event description:
It was reported that this physician received a remote data transmission from this system indicating low, out-of-range right atrial (ra) pacing impedance measurements (<200 ohms). Boston scientific technical services was contacted and device data review also revealed multiple episodes of over-sensed atrial noise resulting in mode switches. It was discussed that these findings were most likely indicative of a ra lead integrity issue. At this time, the ra lead remains implanted and no adverse patient effects were reported.